Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with multiple programmers. Surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market laboratory, a thorough evaluation of the device was performed. Visual inspection noted scratches and slight cautery marks on the case of the device. High powered microscopic visual inspection of the lead barrel and header of the device noted no irregularities to contribute to the allegation from the field. Detailed analysis noted the device has no telemetry. The device beeps with the application of a magnet. A spectrum analyzer was used to generate a signal and positioned near the case of the device. Signals generated from the device revealed a smaller than normal wake-up pulse, indicating a possible failure of the crystal oscillator. The device case was removed and visual inspection of the internal components noted no obvious irregularities to contribute to the failure mode. The device was placed into temperature chamber. Temperature was increased up from 20 to 40 degrees c while monitoring the radio frequency wakeup period. Many of the wakeup periods were less than 1.8milliseconds which is required for reliable operation. Analysis confirmed that the field allegation was a result of a failed crystal oscillator.

Manufacturer narrative:
This product has not been returned back from the field for analysis. This report will be updated should the device be returned and analysis be performed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with multiple programmers. Surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported.